Event description:
Patient had surgical intervention for an abcess. Patient stopped using infusion device for three days and delivered insulin via pen. Patient restarted infusion device on (B)(6) 2010, and blood glucose elevated to 514 mg/dl. Patient corrected hyperglycemia using infusion device, and patient changed the insulin cartridge and infusion set. Patient was then admitted to the hospital by ambulance. Patient is blind in left eye and right eye is amblyopic. Patient's husband assists with operation of infusion device. Insulin cartridge and infusion set are changed every 2-3 days. Alkaline battery was used in infusion device. Infusion device was not exposed to water or electromagnetic fields. Patient did not lose consciousness. Patient did have an infection but did not start new medications. Infusion device was requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.